Manufacturer narrative:
The MFR was advised that the lvad pump was not explanted, therefore will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that the pt expired while at a nursing home. Additional info provided by the bio-med indicated that the pt would typically wake up in the middle of the night to use the restroom and would switch power sources to batteries. The pt would frequently take sleeping pills as the pt had trouble sleeping. The night the pt expired, the pt slept on batteries and did not connect back to the power module before going to sleep. An autopsy was not performed.